Manufacturer narrative:
Analysis on the returned straight suction had issues verifying when attached to a known good tracker returning a divot error of 1.9 to 2.1 mm. The failure was found through functional testing and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The straight suction has been returned to medtronic, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction had difficulty verifying. The surgeon ended up having to rotate the suction to the left before it would verify. The issue was able to be replicated by a manufacturing representative. There was a less than 1-hour delay to the procedure and no impact on patient outcome.